Event description:
It was reported, "surgeon commented that he implanted the gamma lag screw too superior. It cut out and he removed. Implanted a calcar replacing stem and adm cup."

Manufacturer narrative:
Device was retained by the patient. No evaluation will be performed. If the device or add'l info becomes available, it will be submitted on a supplemental report.